Event description:
Boston scientific crm received info that this atrial lead dislodged status post implant, and the patient was seen with his arms over his head. A chest x-ray confirmed lead dislodgement.